Event description:
The surgeon reported the vitrectomy probes did not cut and did not aspirate at all. The problem was solved after replacing the probe the third time. No pt injury was reported.

Manufacturer narrative:
The samples will be sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).